Manufacturer narrative:
Product ID: 97791, lot# n563222, implanted: (B)(6) 2015, product type: accessory. Product ID: 977a290, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. Product ID: 977a290, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. Product ID: 977a290, serial# (B)(4), implanted: (B)(6)2013, product type: lead. (B)(4).

Event description:
The device manufacturer&#38112;representative (rep) stated they were moving the implantable neurostimulator (ins) from back to front for the patient's convenience. The doctor thought he may have nicked the insulation in the lead. Impedance measurements were taken and contact 7 was showing >10000. The doctor then put on the anchor and they reran impedances and the 7 contact came back at 700 ohms. The value was normal. Medical history includes spinal pain and complex reg pain syndrome type I. Additional information reported the patient requested the stimulator to be moved from the back to the front strictly due to comfort. The patient is fairly thin and states the stimulator was uncomfortable when she sat against the back of a chair or bumped it on something. There was no device issue and she had normal impedance prior to the pocket revision. The rep stated she was unaware of any patient issues or concerns regarding the pocket revision. If additional information is received, a supplemental report will be submitted.